Event description:
It was reported that during a coronary stent procedure, the physician experienced difficulty crossing a pre-dilated lesion. After several attempts to cross the lesion, the shaft of the catheter kinked and subsequently broke. No pt injuries or complications occurred.